Event description:
Complainant has been a t7 paraplegic for approx 25 yrs. Uses foley catheter through a suprapubic tube. Kendall "kenguard" tube collapses when the recommended amount of water is introduced into the retention balloon, thus preventing urine flow from the bladder. Had previously used a bard catheter and had no problems. Took defective catheter to place of purchase and problem was duplicated with original and with a previously unopened device. Instructions state for a 5-15cc retention balloon, use 10cc of water for inflation. Complainant and store manager observed tube collapse with only 5-8cc of water. Suspect catheter is size 24 fr with a 5cc retention balloon. Mgr filed an incident report with homecare agency. Product is labeled as "made in malaysia" and "packaged in mexico".